Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection close to the implantable pulse generator (ipg) pocket site. Symptoms of soreness and swelling were noted. The physician confirmed that the infection was not device nor procedure related. The patient was placed on antibiotics. The physician washed out the previous ipg site, and the patient underwent a spinal cord stimulator replacement procedure. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection close to the implantable pulse generator (ipg) pocket site. Symptoms of soreness and swelling were noted. The physician confirmed that the infection was not device nor procedure related. The patient was placed on antibiotics. The physician washed out the previous ipg site, and the patient underwent a spinal cord stimulator replacement procedure. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the facility.